Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp-mcg serial number/date (B)(4) is approximately 3 years, 3 months old. The user manual part number 1114819 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a female (B)(6), (B)(6); age unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges that the gas cylinders on chair are not retracting/repositioning back to normal position when on incline and consumer has to push herself back into chair for them to retract. No injury is alleged.